Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: 17007744.

Event description:
It was reported that the patient developed an infection at the lead extension site. Symptom of redness was noted. The physician was unsure if infection was device related and the cause was unknown. The patient was placed on antibiotics.